Manufacturer narrative:
Continuation of d10: product ID: 37751, serial# (B)(6), product type: recharger. Product ID: 37761, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6), UDI#: (B)(4). ; product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the recharger was working yesterday and they were able to charge the ins but insr is not working today. Patient stated the screen is blank and there is no power on the recharger when plug into the outlet. Patient services specialist asked patient to connect with desktop charger and insr does not power on. Patient service confirmed the green light is on the ac power supply. Agent assisted patient with resetting the insr and insr did not power on. Agent confirmed there is no visible damage on the dtc cord or port. The issue was not resolved. An email was sent to the repair department to replace the desktop charger device.  Pt called in and reported the dtc did not resolve the issue and the recharger would not power on. Agent reviewed wireless recharger transition and sent an email to the field to began the process. 2024-mar-29 (B)(4) (con): pt said they had not gotten a call from mdt reps about wireless recharger replacement yet. Pss emailed local mdt reps again to get shipping address for wireless recharger. Pt said their ins would be depleted by monday and pt was frustrated that their ins had not been charged since last monday. 2024-apr-01 (B)(4) (con): tss emailed repair department to send wireless recharger to mdt rep. Address and emailed local mdt rep. To update them on status of replacement. Tss also made outbound call to pt to update them. Pt said they had very little juice in the ins. 024-apr-05  (B)(4) (con): patient called back escalated about the fact it has been over a week since they requested a wireless recharger and they still have not heard back. When the agent investigated the agent found that the wireless recharger has been sent to a representative and delivered on 04/02. Agent offered to reach the representative to push for them to arrange a meeting and wanted agent to promise the rep would reach them today. The agent would do their best to request a callback today. The patient became escalated and stated that they are having to turn their ins off, so that the implant does not deplete. Patient requested to speak with a supervisor. Patient was directed to agent's supervisor (B)(6). Pt was transferred to tss after requesting to speak with a supervisor. Pt was upset because they have not heard from anyone regarding their transition to the wireless recharger. Tss told pt they would call the mdt rep involved and request a call back to the pt. Tss spoke with mdt rep, and explained that according to fedex tracking, the package was delivered on 4/2/24. (B)(6) stated they did not receive the package but will look again. Tss emailed fedex tracking information to (B)(6). Tss also emailed repair to request that another recharger be overnighted. Tss reached out to mdt rep, (B)(6) to confirm that another wireless recharger will be overnighted to them. Caller stated that they had not yet reached out to pt but will do so within the next hour or so. Tss attempted to reach out to pt again to confirm that they have spoken with mdt rep, (B)(6). Pt did not answer. Tss left voicemail.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type recharger product ID (B)(4) serial# (B)(6). Product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the recharger was working yesterday and they were able to charge the ins but insr is not working today. Patient stated the screen is blank and there is no power on the recharger when plug into the outlet. Patient services specialist asked patient to connect with desktop charger and insr does not power on. Patient service confirmed the green light is on the ac power supply. Agent assisted patient with resetting the insr and insr did not power on. Agent confirmed there is no visible damage on the dtc cord or port. The issue was not resolved. An email was sent to the repair department to replace the desktop charger device.  Pt called in and reported the dtc did not resolve the issue and the recharger would not power on. Agent reviewed wireless recharger transition and sent an email to the field to began the process. Pt said they had not gotten a call from manufacturing representative about wireless recharger replacement yet. Pss emailed local ma nufacturing representative again to get shipping address for wireless recharger. Pt said their ins would be depleted by monday and pt was frustrated that their ins had not been charged since last monday. Tss emailed repair department to send wireless recharger to manufacturing representative. Manufacturing representative to update the m on status of replacement. Tss also made outbound call to pt to update them. Pt said they had very little juice in the ins. Patient called back escalated about the fact it has been over a week since they requested a wireless recharger and they still have not heard back. When the agent investigated the agent found that the wireless recharger has been sentto a representative and delivered on (B)(6). Agent offered to reach the representative to push for them to arrange a meeting and wanted agent to promise the rep would reach them today. The agent would do their best to request a callback today. The patient became escalated and stated that they are having to turn their ins off, so that the implant does not deplete. Patient requested to speak with a supervisor. Patient was directed to agent's supervisor. Pt was transferred to tss after requesting to speak with a supervisor. Pt was upset because they have not heard from anyone regarding their transition to the wireless recharger. Tss told pt they would call the manufacturing representative involved and request a call back to the pt. Tss spoke with manufacturing representative and explained that according to fedex tracking, the package was delivered on 4/2/24. Manufacturing representative stated they did not receive the package but will look again. Tss emailed fedex tracking information to manufacturing representative . Tss also emailed repair to request that another recharger be overnighted. Tss reached out to manufacturing representative , to confirm that another wireless recharger will be overnighted to them. Caller stated that they had not yet reached out to pt but will do so within the next hour or so. Tss attempted to reach out to pt again to confirm that they have spoken with manufacturing representative . Pt did not answer. Tss left voicemail. No new information.

Manufacturer narrative:
Analysis of the ins recharger found a non-conformance. The lcd was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97754 serial# (B)(6) product type recharger product ID 37761 serial# (B)(6) product type recharger product ID 37761 lot# serial# (B)(6) product type recharger h3: analysis of the desktop charger found no anomalies were visually observed. Replaced cable assembly due to frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.